Event description:
It was reported that the device exhibited atrial oversensing resulting in inappropriate automatic mode switching when the patient's arm was lifted. Extra p-wave markers coincident with electrical noise was observed on the atrial egm.